Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) would not power up, and the battery was dead. The customer was provided with a loaner. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Corrected fields: h6(medical device ¿ problem code).

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (mar-2019 through feb-2021) was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The unit was not engaged into the cart, causing batteries to deplete beyond use. The stm ordered and installed (0146-00-0097 lithium ion batteries). Subsequently a full calibration, and test of the unit was performed. The equipment works to manufacture¿s specifications, the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during routine check, the battery was dead in the cardiosave intra-aortic balloon pump (iabp) and was not able to power up. The customer was provided with a loaner. There was no patient harm or injury and no adverse event was reported.